Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as blisters on back under equipment as well as some bruising. The patient¿s physician advised placing a shirt on under the equipment as well as prescribed a steroid for the blisters. Follow up indicated that the blisters improved.

Manufacturer narrative:
Not applicable.